Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. Log files displayed numerous gantry motion controller errors, which was an intermittent issue. The gantry motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when booting up the imaging system, it would clear stand-alone mode but then the gantry was unable to move and the leds were blinking. During troubleshooting, they rebooted the system, which functioned for approximately 20 minutes but then the system reverted back to its previous state. After the 2nd re-boot, the system functioned as expected. There was no patient present when this issue occurred.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.